Event description:
According to the reporter, six days following an open pancreatogastrotomy derivation procedure, the patient had hemorragia from the staple line. To stop the bleeding, the patient underwent a second procedure. The patient lost 2l of blood and is currently still in intensive care.

Manufacturer narrative:
D10 concomitant product: egiaushort - egiaushort endogia ultra univ sht stap, lot# p3h0786. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, six days following an open pancreatogastrotomy derivation procedure, the patient had hemorragia from the staple line. To stop the bleeding, the patient immediately underwent a second procedure. The patient lost 2l of blood and is currently still in intensive care for life support. The patient was also given blood transfusion. It was noted that the patient was not hemodynamically stable prior to the reoperation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.